Manufacturer narrative:
(B)(4). Complaint conclusion: per the japan smart pms for sfa approximately 24 months post implantation of a smart control to the proximal portion of the right superficial femoral artery, abi (ankle-brachial index) grade was 0.68 on the right and 0.71 on the left was noted. The rutherford level was 2 on the right. Six days later the patient underwent a percutaneous transluminal angioplasty (pta) and plain old balloon angioplasty (poba) was performed in the right superficial femoral artery (sfa). The patient recovered. At the time of the index procedure, the smart control was placed in the target lesion without any issue. The product was not returned for analysis. A device history record (DHR) review of lot 15651753 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿peripheral revascularization¿ was not confirmed through analysis of the returned device as the device remains implanted. The exact cause of the event could not be determined during analysis. Based on the information available for review, peripheral revascularization is necessary to reopen an in-stent restenosis caused by neointimal hyperplasia and the ongoing disease process. Neointimal hyperplasia refers to proliferation and migration of vascular smooth muscle cells primarily in the tunica intima, resulting in the thickening of arterial walls and decreased arterial lumen space. Neointimal hyperplasia is the major cause of restenosis after percutaneous interventions such as stenting or angioplasty. The term neointima is used because the cells in the hyperplastic regions of the vascular wall have histological characteristics of both intima and normal artery cells. Neointimal hyperplasia first develops with damage to the arterial wall, followed by platelet aggregation at site of injury, recruitment of inflammatory cells, proliferation and migration of vascular smooth muscle cells, and collagen deposition. Mechanical injury of arteries due to stretching of arterial walls with a balloon catheter results in the recruitment of cells such as monocytes, macrophages, and neutrophils to the site of injury. Macrophages in particular express many growth factors, cytokines, and enzymes that facilitate vascular smooth muscle cell migration and proliferation. Vessel occlusion, restenosis or recurrent stricture.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Event description:
This is a case from japan smart pms for sfa and the case number is (B)(4). Approximately 24 months post implantation of a smart control to the proximal portion of the right superficial femoral artery, abi grade was 0.68 on the right and 0.71 on the left was noted.  The rutherford level was 2 on the right ((B)(6) 2016).  Six days later the patient underwent a percutaneous transluminal angioplasty (pta) and plain old balloon angioplasty (poba) was performed in the right superficial femoral artery (sfa).  The patient recovered. At the time of the index procedure, the smart control was placed in the target lesion without any issue.